Event description:
It was found that the chair would not lock into position when folded due to a broken strut on the lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.